Event description:
It was reported that the patient received inappropriate therapy while working in the yard. It was also reported that the lead integrity alert (lia) triggered due to high rate-non-sustained episodes, high sensing integrity counter (short v-vintervals) and high rv lead impedance. The lead alert was triggered due to rv oversensing-noise episodes. Additionally, there was rv oversensing-noise episodes and a fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated a lead noise alert, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated rv (right ventricular) oversensing.